Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-15966 3006705815-2022-15965. It was reported that during an initial implant, the anesthesia doctor stopped the case due to respiratory distress. The leads were removed and the patient was flipped on their back. Once flipped the patient's oxygen levels returned to baseline and recovered. As a result the procedure was abandoned.